Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06919. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: as per operative reports, the patient underwent vaginal mesh excision on (B)(6) 2011 and implantation of an additional mesh on (B)(6) 2011. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06919. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent cystourethroscopy and vaginal mesh excision and over sew on (B)(6) 2011 by dr. (B)(6) due to vaginal mesh erosion and urinary incontinence. (B)(4).

Event description:
Details: it was reported that the patient underwent cystourethroscopy and vaginal mesh excision and over sew on (B)(6) 2011 by dr. (B)(6) due to vaginal mesh erosion and urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure to treat stress urinary incontinence and urethral hypermobility. Due to inflammation, dyspareunia, and pelvic pain, the mesh was removed on (B)(6) 2011.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.